Event description:
This x-ray device went into a system hang-up during a patient's examination.

Manufacturer narrative:
(Conclusions) - the root cause to this problem is related two circuit boards: vcics_scsi and vcics_scipi boards. The failure rates of these boards are stable and low. Therefore, there is no structural problem. There is no need for a mandatory field action.